Event description:
It was reported that during reprocessing a monopolar curved scissors instrument, insulation was peeling. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument tube extension had char marks. The tube extension showed signs of arcing. The charred area was an triangular area with a side measuring .326 x .296 x .238. Electrical continuity testing passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.